Manufacturer narrative:
The patients exact age was not reported, however it was reported that the patient is over the age of 18. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was removed from the ureter of a patient during a planned lithotomy under flexible ureteroscope procedure performed on (B)(6) 2018. The stent was implanted on (B)(6) 2018. According to the complainant, during withdrawal, it was noticed that the stent was covered with stone. The entire stent was removed with the use of forceps. After removal of the calcified stent, there was no new stent implanted. It was reported that although it was found calcified, the stent was able to drain. The patient was also reported to have underwent regular checkups with the stent. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Updated: (B)(4). Block: a polaris loop stent was returned for evaluation. A visual evaluation of the returned device found that there were residues of calcification found along the distal end (pigtail) and along the proximal end (loops). The stent was received separated in three sections, also one loop was found to be torn. No other anomalies were noted. Based on the product analysis, the stent was separated and its loop was found torn; however, based on the information available the stent was reported to be removed with forceps. Therefore, it is the most likely that the reason of the stent separation and loop torn was the interaction of the stent with the forceps used. Additionally, the complaint for the event of calcification is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling.therefore the most probable root cause for this event is adverse event related to patient condition. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution.

Event description:
It was reported to boston scientific corporation that a polaris loop stent was removed from the ureter of a patient during a planned lithotomy under flexible ureteroscope procedure performed on (B)(6) 2018. The stent was implanted on (B)(6) 2018. According to the complainant, during withdrawal, it was noticed that the stent was covered with stone. The entire stent was removed with the use of forceps. After removal of the calcified stent, there was no new stent implanted. It was reported that although it was found calcified, the stent was able to drain. The patient was also reported to have underwent regular checkups with the stent. There were no serious injuries nor were there any adverse patient effects reported as a result of this event. The condition of the patient at the conclusion of the procedure was reported to be stable.